Event description:
It was reported that during an implant procedure, before implanting the lead, the physician observed possible damage of the lead 7.5 cm from the tip. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis revealed the proximal conductor of the lead became extrins ically distorted due to kinking/buckling, visual summary analysis of the lead indicated damage at implant. (B)(4).